Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by other health care professional stated that consumer experienced eye pain at the port while wearing with some of the lenses and abscess treated by an ophthalmologist. The current status of the consumer¿s eye was unknown at the time of this report. Additional information has been requested but not yet received.

Event description:
Additional information has received from the consumer who has been wearing this type of lens since 2022, when she kept her first lens in her right eye, she felt discomfort and due to her adaption of using same lenses continued to use the second lens from the same box and felt discomfort, stinging and burning sensation in her eye. When she put in the third lens the pain intensified which led her to consult to ophthalmologist and was diagnosed with corneal abscess requiring heavy treatment with eye drops every hour for 48 hours, then several times a day for at least two weeks. The treatment which includes borax/boric acid and sterile eye pads for eyewash and cleanse secretions stuck to the eyelids, morning and evening, for ten days. Ofloxacin eye drops one drop every hour for two days, then one drop eight times a day for two days, then one drop six times a day for two days, then one drop three times a day for ten days. Tobramycine eye drops one drop every hour for two days, then one drop eight times a day for two days, then one drop six times a day for two days, then one drop three times a day for ten days. Ciprofloxacin ointment one application in the evening for six days, after two days of treatment. Atropine one percent eye drops one drop morning and evening for six days. Hypotonic solution with sodium hyaluronate eye drops one drop three times a day for one month. No further medical exams such as biopsy or culture test was performed. Contact lenses were suspended until the complete remission. Current status of the consumer eye was not recovered at this time of report.

Manufacturer narrative:
H3, h6: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected h6, added component code - 4755. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received from the consumer as the symptoms are improving.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the consumer as the symptoms were resolved.